Event description:
Healthcare professional reported a lap-band port leak. The "patient had been complaining of not feeling restriction after fills. Did a large test fill and we gave patient a big adjustment." During next fill, "we were not able to extract fill amount that was supposed to be in band, 4.2, only able to get back .7." The port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."